Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported problem. The system was rebooted; however, the reported issue was not resolved. The rse suspected the suite pc to be defective. A philips field service engineer (fse) inspected the system on-site and found that the suite pc showed hardware errors and failed to boot up. To resolve the issue, the fse replaced the suite pc and installed the software. The system was returned in good working condition and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.